Event description:
The device was returned for analysis after being replaced due to battery replacement indicators. The device subsequently tested out of specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based solely on device return and analysis. Evaluation summary pgu640557s actual longevity is < 80% of 99.9% longevity limit.